Event description:
The manufacturer received information alleging a ventilator¿s internal battery has a charging issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's internal battery has a charging issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device¿s internal battery and power management board were replaced to address the issues. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.